Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 3.50x32mm taxus express2 drug eluting stent (des) was reported to have been damaged during preparation. The des was replaced and the procedure was completed with another 3.50x32mm taxus express2 des. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.